Manufacturer narrative:
Date rec'd by MFR: 20may2019. The customer contacted tech support to share the device problem. Tech support recommended that they replace the air/oxygen flow sensor assembly. The customer ordered this part, as well as the tank strap. Multiple attempts were made to obtain repair and service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. The repair was requested from the customer, but no response was received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator is failing the air flow accuracy test. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.